Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced persistent symptoms continued to significantly impact daily functioning, as well as ability to work. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information has been provided in a.1. And a.3.a. The manufacturer internal reference number is: (B)(4).